Event description:
The user experienced issues with erratic d-dimer quality control results and received an erroneous result for one patient sample. The initial result was 0.508 ug/ml with a data flag that triggered an automatic repeat of the sample. The repeat result was 0.378 ug/ml. The sample was repeated on the other c501 analyzer at the site, (B) (4), with a result of 0.520 ug/ml with a data flag. The sample automatically repeated and a result of 0.482 ug/ml was generated. The result of 0.378 ug/ml was reported. There was no ill effect to the patient. The d-dimer reagent lot number was 62629401. The field service representative determined there was a fluidics failure. He adjusted the cuvette regulator and performed a sample pressure sensor check with good results. To verify the analyzer operation, he ran precision testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.